Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the complaint by viewing the errors on tapes. Fse attempted the reload the software unsuccessfully, but finally resolved the complaint by installing a new main board. Fse calibrated the detector, then ran assay calibrations and quality control (qc) with no further issues. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08sep2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 5032 csum error (errlog): the aia-360 operator's manual indicates that the 5032 csum error (errlog) error message is generated when the error log has a checksum error. The operator is instructed to turn the power off and on again. If the problem reoccurs, contact the service department. 5002 no response from slave: the aia-360 operator's manual indicates that the 5002 no response from slave is generated when the slave response is not detected. The operator is instructed to turn the power off and on again. If the problem reoccurs, contact the service department. The most probable cause of the reported event was due to failure of the main (cpu) board.

Event description:
It was reported that the customer received "5032 csum error (errlog)"errors on their aia-360 analyzer. The customer stated they had restarted the analyzer a couple of times but the error persisted, and additionally, they received "5002 no response from slave" errors as well. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alfa-feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.